Event description:
The customer obtained a questionable hcg+ss intact human chorionic gonadotropin + the ss subunit (hcg+ss) on one patient sample. On (B)(6) 2012 the customer obtained a result of 0.100 iu/l accompanied by a data flag. The result was obtained from an aliquot made by the mpa preanalytical system. This result was released to the doctor as < 1 iu/l. A couple of days later, the customer changed the pinch tubing on the analyzer as it had developed a leak. On (B)(6) 2012, the doctor contacted the laboratory questioning the result as the patient had been having weekly hcg results at this early stage of her pregnancy and they were watching a steady increase. The sample was repeated on the same analyzer with a result of 69214 iu/l, which is what was expected. The doctor did not act on the initial result as it did not agree with the clinical picture. There was no allegation of an adverse event. The lot number and expiration date of the hcg+ss reagent were not provided. The field service representative replaced the seals on all syringes. He found the cleancell syringe had two o-rings on the top instead on one. The way it was sitting may have restricted the flow of fluid going from the top of the syringe. On the sample pipette syringe, the o-ring was missing altogether. These issues were rectified during service. He also replaced pinch tubing and lubricated the pinch valve. He checked the voltage of the clot detection pressure sensor on the sample probe and found that it was within tolerance. He also checked the voltage of the liquid level sensor on the sample probe and it was in tolerance with the tip on the nozzle. He also checked and adjusted the sample probe alignments to all probe positions, as well as checking the gear pump pressure and performing a system volume check. Performance testing was run; channel 1 failed, but that should not have affected hcg+ss as it is run on channel 2.

Manufacturer narrative:
This event occurred in (B)(6).